Event description:
A complaint was reported boston scientific corporation on a stone cone retrieval coil. According to the complainant, after the device was removed from the patient the physician noted that the distal tip of the device was missing. The distal tip was located in the patient's urinary duct and it was successfully removed with forceps. A holmium laser was being used during the procedure, but it is unknown if it came in contact with the device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
Analysis of the returned stone cone retrieval coil revealed kinking on the proximal end of the blue sheath. The blue-green heat shrink was missing from the cone to the distal ball and was not returned for evaluation. The remaining portion of the heath shrink was peeled, exposing the core wire. The device would not open and close. The device was observed under magnification and scorching and melting was observed around the cone. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to contact by a laser during the procedure; therefore, the most probable root cause for this complaint is caused by other device.

Event description:
A complaint was reported boston scientific corporation on a stone cone retrieval coil. According to the complainant, after the device was removed from the patient the physician noted that the distal tip of the device was missing. The distal tip was located in the patient's urinary duct and it was successfully removed with forceps. A holmium laser was being used during the procedure, but it is unknown if it came in contact with the device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.